Event description:
On (B)(6) 2006, this pt underwent endovascular repair for a 56 mm thoracic aortic aneurysm with two gore tag thoracic endoprostheses. On (B)(6) 2006 and (B)(6) 2006, f/u cts showed the aneurysm to measure 53 mm. On (B)(6) 2007, a f/u CT showed the aneurysm to measure 52 mm. On (B)(6) 2010, a f/u CT showed a proximal type I endoleak with the aneurysm measuring 49 mm. On (B)(6) 2011, a f/u CT demonstrated aneurismal degeneration of the proximal aorta. This was reportedly causing instability to the proximal endograft, which was causing the proximal type I endoleak. It was reported the aneurysm measured 50 mm. On (B)(6) 2011, an add'l procedure occurred. Initial angiography reportedly showed there was a "peak" at the proximal end of the thoracic device with some extravasation. After deployment of a cook tx2 stent, there was less filling of the area and antegrade flow into the left subclavian artery. It was reported no endoleak was seen at the end of the procedure, and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.